Event description:
It was reported the customer experienced a low blood glucose (bg) of 43.2 mg/dl. Cause was not known. The customer consumed carbohydrates to address the bg. The customer reverted to an alternate method for insulin therapy.